Event description:
The device was used during a lung volume reduction procedure. Reportedly, the instrument was difficult to open. The surgeon applied another and resected the tissue at the application site to complete the procedure. The hospital has reported no pt injury occurred.